Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05468. It was reported patient suffered a fall in feb and hence started experiencing ineffective therapy. Diagnostics indicated that patient had high impedances in all of the contacts. As such surgical intervention took place, wherein both the leads were explanted and replaced and found the leads were fractured as well. Post operatively effective therapy was restored.